Manufacturer narrative:
(B)(4). There was no sample received for analysis. Only a photo was received. After review the photo, it was noted that the blade was discolored (blue) due to heat generated from contact between the blade and tissue pad without having tissue between them. There was also an image of what appeared to be black specks in a bag. A likely cause for the blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. No conclusion can be reach on what could have caused the reported event because only an image was reviewed. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends.

Event description:
It was reported that prior to a laparoscopic hysterectomy procedure, the device was assembled according to instructions. After tightening the hand piece to the instrument, the instrument didn't rotate. The device was reassembled but still it didn't rotate after assembly. Another device was taken into use and it worked fine the whole procedure. One device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the shaft bent and with the hand activations contacts damaged. The device was connected to a test handpiece with difficulty. During mechanical testing, the rotation knob did not rotate freely. The device was tested on a gen11 and an alert screen was displayed. The device was disassembled in order to test the blade; after removing the blade of the shaft, it was tested and no anomalies were noted. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torquing of the blade, which could cause the generator to display alert screens or activation issues. To avoid damaging the contacts, it is recommended to assemble the device vertically. Hand switch contacts damaged due to tilted handpiece hitting contact top surface during assembly. Due to the bent shaft an alert screen was displayed.